Event description:
See MDR #3006425876-2014-00247 for first event involving this patient. It was reported that in peds ICU when inserting the swg through the needle placed in the patient's internal jugular vein, the swg became stuck and the user was unable to advance or pull it back and in turn kinked the swg. As a result, both were removed and a third kit was opened used without issue. It is not known if a delay was caused, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).